Event description:
It was reported that this spinal cord stimulation (scs) patient underwent a procedure due to leads migration, as a consequence, the patient was no longer receiving pain relief. The patient underwent a leads revision procedure wherein their leads were explanted and replaced. The leads were retained due to hospital policy and will not be returned for analysis. Postoperatively, the patient was doing well.

Manufacturer narrative:
B3: estimated based on gfe response from sales representative additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2352700. Model: sc-2352-70. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that this spinal cord stimulation (scs) patient underwent a procedure due to leads migration, as a consequence, the patient was no longer receiving pain relief. The patient underwent a leads revision procedure wherein their leads were explanted and replaced. The leads were retained due to hospital policy and will not be returned for analysis. Postoperatively, the patient was doing well.

Manufacturer narrative:
Correction to the initial MDR in h6. B3: estimated based on gfe response from sales representative. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2352700, model: sc-2352-70, serial: (B)(6), batch: 7081744, UDI: (B)(4).